Manufacturer narrative:
Insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted on the insulin pump. Insulin pump received with minor scratched display window, cracked display window corners, broken reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer was trying to deliver a bolus when the button error occurred. The blood glucose reading is 180 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.